Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous distal circumflex (cx) artery. The 2.25x12mm nc tenku balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped prior to use without any issues noted. After successful advancement to the lesion for post-dilatation of an unspecified stent, the nc tenku balloon ruptured during the second inflation at 10 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.